Manufacturer narrative:
(B)(4). D10: 42-5020-064-02, right cr femur 8 narrow, 65962899. 42-5402-000-35, 35mm patella, 66134496. 42-5220-005-10, right 10mm cr art surface 3-11, 65849780. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka. Subsequently, a revision was performed due to pain about 2.5 years postop. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.